Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the fast-fix 360 t1 and t2 did not deploy properly as they should, and no click was heard on either deployment attempt. The t-implants fell out from the meniscus when attempting to insert them. Both ts were removed by hand and pulled out with a little bit of suture from the portal once the fast fix delivery device was removed from the joint. It was hard to know if the suture was broken before attempting to deploy or after but the knot/pusher suture cutter was not used. The procedure was completed using a s+n backup device. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an evaluation of the customer provided images were performed and found the t1 and t2 attached to the suture, the rest of the suture after the knot, is frayed and broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate use or handling of the device. Based on this investigation, the need for corrective action is not indicated.